Event description:
It was reported that this right ventricular (rv) lead had a visible insulation breach towards the top portion of the lead. Moreover, this lead was repaired using a lead repair kit. This rv lead remains in service. No additional adverse patient effects were reported.